Event description:
On (B)(6) 2012, the reporter contacted lifescan USA, alleging the meter would not count down the codes from 49 to 1 when inserting a test strip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.